Manufacturer narrative:
Concomitant medical products: n161 ICD, implanted: (B)(6) 2015, 4456 lead, implanted: (B)(6) 2006, 4479 lead, implanted: (B)(6) 2006.

Event description:
It was reported that due to a product experience the lv lead was explanted and replaced. Follow-up was conducted for additional information but was unable to obtain requested information after multiple follow-up attempts. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. It was also noted that there was blood on the proximal conductor of the lead and it was not obstructed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.